Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter leakage occurred from a small hole. There was no report of patient impact. The following information was provided by the initial reporter: white plug leaking. There's a small hole in where blood and liquid runs out. As the pvl is flushed through with saline, saline and blood run out of the white plug on the pivc. After checking that the plug was placed correct on the pivc it was replaced as there slowly dripped blood from the pivc plug. The white plug was switched to another plug from pivc of the same brand and the same lot number. Blood dripped out again from pivc.

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter leakage occurred from a small hole. There was no report of patient impact. The following information was provided by the initial reporter: white plug leaking. There's a small hole in where blood and liquid runs out. As the pvl is flushed through with saline, saline and blood run out of the white plug on the pivc. After checking that the plug was placed correct on the pivc it was replaced as there slowly dripped blood from the pivc plug. The white plug was switched to another plug from pivc of the same brand and the same lot number. Blood dripped out again from pivc.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022. H6: investigation summary: hree samples and two representative samples were received by our quality team for evaluation. The first photo shows an 18g venflon pro safety product in open packaging, the second photo shows two 18g venflon pro safety samples of batch 1356889 and one of the units appeared in an opened package, and the third photo shows two contaminated end caps. The representative samples were subjected to visual inspection. All samples passed the acceptance criteria, and no abnormalities were observed on the end cap. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.